Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without test fail issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.